Event description:
It was reported that the patient experienced elevated blood glucose after a supply change on the ilet system, with the caregiver observing very taut tubing between the needle and anchor and suspected impaired insulin flow; the caregiver repositioned the anchor to reduce tension, and glucose decreased from 289 mg/dl to 171 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the caregiver. Investigation of this case revealed no additional findings and insufficient information to establish a definitive device-related cause, though improper infusion set routing or tension was discussed as a possible contributor to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.